Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller stated they were notified by cnp that patient was seeing recharger error 1707 on their handset. Caller didn't know any further details of how often the code was appearing or when it started. The caller was not with the patient. Tss reviewed meaning of 1707 code and troubleshooting steps. While on the call, cnp was calling and caller had to disconnect. Tss didn't obtain recharger serial number as caller wasn't with the patient. Additional information was received from the manufacture representative. It was determined that the patients micro device had moved under the skin. Cause of the device moving is unknown but likely due to a fall. The 1707 code was appearing because the recharger was unable to connect due to the angled position. The patient will be scheduled for a revision. No patient information/ device information was obtained. Please let me know if any additional information is needed.